Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a bipap device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleged mucus every morning and visualization of particles related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 corrected and updated in this report.